Manufacturer narrative:
(B)(4). A batch review of the potentially associated lot numbers was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. As the minicap was not returned a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution was cracked and leaked iodine. This was noticed after the device was placed on the end of the patient¿s transfer set following an automated peritoneal dialysis (apd) therapy session. The leaking iodine had stained the patient¿s clothes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.